Manufacturer narrative:
Unit was programmed with correct time and date. Unit was monitored for 4 days with a 1.0 u/hr. Several boluses were programmed and delivered. All bolus / basal profiles delivered their indicated amounts. All bolus /basal profiles delivered were properly recorded at the bolus, basal and daily total history screens. No history anomalies or time / date anomalies were noted. Unit passed self-test, unexpected restart error test and displacement test. Unit received with scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have experienced history anomaly. Customer's blood glucose was 34 mg/dl. Customer reported that the status screen was showing the incorrect information for "reservoir started." During troubleshooting, each time customer checked status screen, it showed information from the previous week. Insulin pump passes self-test. Customer was advised that insulin pump would need to be replaced.